Event description:
It was reported that the blade broke during a procedure. It was further reported that there was a 5 minute delay as a result. An x-ray was taken to ensure no piece was left behind. There was no patient impact or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was returned for evaluation. The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that the blade broke during a procedure. It was further reported that there was a 5 minute delay as a result. An x-ray was taken to ensure no piece was left behind. There was no patient impact or adverse consequences reported as a result of this event.